Event description:
It was originally reported on (B)(6) 2013 that the implant gave no telemetry. The clinician programmer was unable to interrogate the implant. The patient had also not felt stimulation in 'years.' A week later it was reported that the patient did not remember when she last felt stimulation. The patient also reported that she fell in (B)(6) 2012, but could not remember if she felt stimulation at the time of the fall or not. Three days later it was reported that the patient told her health care provider (hcp) that she no longer felt stimulation and was unable to 'pin point' the time this occurred but it was within the six months prior to the report. The manufacturer representative was asked to interrogate the device and was unable to get any reading. The hcp replaced the device and attached it to the existing lead. All electrode combinations were within acceptable parameters. The patient claimed to 'not have had stimulation turned up high,' but her original device was never interrogated post implant. The hcp was curious about the 'shorter than normal battery life.' At the time of the report the patient was alive with no injury or adverse event.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial (B)(4) showed no significant anomalies and was observed to be at normal end-of-life (eol) with no telemetry found.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device was "100% depleted" as of interrogation on (B)(6) 2013. The device was sent to determine if battery depletion was normal. There were no patient injuries and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v391797, implanted: (B)(6) 2010, product type lead; product ID 8840, serial# unknown, product type programmer, physician; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.